Manufacturer narrative:
The customer was provided with replacement paddles. Stryker product analysis center (pac) evaluated the paddles and verified the reported issue. The cause was determined to be due to damaged hard paddles.

Event description:
A customer contacted physio-control to report that their device would not recognize a connection through its defibrillation paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not recognize a connection through its defibrillation paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.